Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the patient experienced bleeding from the iliac artery. Due to the bleeding, cardiopulmonary resuscitation (CPR) was performed for 2-3 minutes. Because of an intra and retroperitoneal hematoma, a laparotomy was performed later in the day and a stent was placed in the common left iliac. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.